Event description:
Further follow-up revealed that postoperative antibiotics were not prescribed following initial implant surgery. Neurosurgeon indicated that the infection has resolved. The cause of the infection is likely due to the implant surgery.

Event description:
Reporter indicated that vns patient was explanted due to infection. Both the lead and generator were explanted. It was reported that the pt was reimplanted in the right side of the chest on the same day as explant. Review of manufacturing records for both the pulse generator and the bioplar lead confirmed sterilization of devices.